Event description:
The customer reported to olympus the air/water flow system on the evis lucera gastrointestinal videoscope had the air/water flow issues during reprocessing after a diagnostic procedure was complete. There were no reports of patient harm associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, however it was unknown if the air/water nozzle was flushed with air and water and if the nozzle was cleaned with lint-free cloths/brushes/sponges and unknown if the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. During the inspection at repair center, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value, plastic distal end cover had a scratch, light guide lens had a chip, adhesive around objective lens was peeled, objective lens had a crack, paint on suction-cylinder was peeled, paint on air/water-cylinder was peeled, switch #1 was worn, switch #3 had a scratch, suction-cylinder was shaved, connecting tube had a scratch, lock engagement lever had a scratch, right/left knob had a scratch, upward/downward knob had a scratch, switch box had a scratch, control unit had discoloration, control unit had a scratch, screw in control section was detached (screw was not found), adhesive on bending section cover had a chip and crack, due to wear of angle wire, the play of upward/downward knob was out of the standard value, due to wear of angle wire, bending angle in the upward direction did not meet the standard value, connecting tube had a wrinkle, protector of universal cord on control section side had a scratch, scope connector cover had a scratch, universal cord was deformed and electrical-connector had corrosion due to water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation could not determine the cause of the debris found remaining in the device: a) the foreign matter could not be identified from the obtained information. B) it was not possible to identify the cause of the residual foreign matter because it was unclear whether the reprocessing was performed according to the instructions for use (IFU) from the information obtained. This issue is addressed in the instructions for use (IFU): the inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed. Olympus will continue to monitor the field performance of this device.